Event description:
It was reported that the rx vision stent delivery system (sds) was advanced, but could not cross the lesion. The sds was pushed and pulled several times and when pulling into the guiding catheter, the stent dislodged. A snare device was used in an attempt to retrieve the dislodged stent, but was unsuccessful. The dislodged stent was compressed between the vessel wall and another stent at an unintended site.